Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. Regarding clarification of the report of the pump having unexpectedly reached end of service and the ptm displaying code 8428 the hcp indicated another hcp to follow-up with. It was reported the patient experienced increased pain with nausea. It was reported that pump end of life was expected to be the cause of the pump reaching eos unexpectedly. Pump replacement was performed on (B)(6) 2020 and the issue was resolved. The patient's weight was reported.

Event description:
Additional information was received via a consumer. The pump was noted as having been replaced this week. The reporter was questioning how soon the patient would have heard the elective indicator alarm (eri) alarm prior to end of service(eos) and what standard protocols are for titrating medication.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog , serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown .product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient's husband) regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain and chronic low back pain. The drug concentrations and dose rates of both pump medications were unknown. It was reported that the patient's bolus did not go through yesterday due to getting the code 8428 via their personal therapy manager. The meaning of the 8428 code regarding pump end of service (eos) and pump longevity was reviewed at the time of the report. The patient was to follow-up with their healthcare provider.